Event description:
It was reported that a change in therapy effect occurred. The patient reportedly ¿took a stumble¿ and fell ¿a week or two¿ prior to the report date ¿or so¿. Since the fall, the patient¿s spasticity symptoms had increased tremendously. It was noted the pump ¿seemed¿ to be sticking out ¿a little¿. The patient¿s wife called the health care provider¿s (hcp) clinic and was told to go to the emergency room (ER). The patient¿s wife didn¿t want to go to an ER that wasn¿t familiar with the pump. The patient hadn¿t been able to sleep for the past three to four nights and it was reported ¿have been really bad and it wasn¿t that bad after patient called¿. The patient¿s wife was prepared to go to the ER but wanted to go to one that may have knowledge of the pump. It was noted the patient had oral medications for pain but not oral baclofen. The patient also had a stimulator, from a different device manufacturer. Later that same day, the patient¿s wife decided to go to the ER. The device system was used to deliver baclofen. It was later reported that to the device manufacturer representative¿s knowledge the patient was given oral baclofen and was sent to his normal managing hcp to be treated. The patient had stopped at a local ER to be treated for ¿several symptoms¿ due to the fall that had occurred ¿two weeks ago¿. It was later reported that the patient continued to have increased spasticity as well as pain in the patient¿s back and legs since the fall. The patient and their family were concerned there was a leak or the system was not functioning properly and wanted it evaluated. At the hospital the patient had gone to, they as reported were given oral baclofen for spasms as well as valium for pain. The patient was reportedly not responding to this. The hcp indicated the pump looked like it was positioned properly in the patient¿s body. The hcp had tried contacting the patient¿s managing hcp but was not successful. There had been no audible pump alarms according to the hcp. The hcp indicated they were in the ER and normally don¿t do dye studies. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).